Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Event description:
Healthcare professional reported left side "deflation" and "correction of asymmetry." Device has been explanted and replaced.